Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized and died on (B)(6) 2017. The cause of death was heart attack as the main artery in their chest ruptured. The caller stated that the customer had diabetes since age 12 that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was throwing up and it's possible that their blood glucose levels were high, but caller is unsure. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.